Manufacturer narrative:
Upon investigation of the actual device used in this incident, it had been determined that the customer had been unable to sign into the es server. A technical support specialist (tss) had dialed into the server and successfully logged into the patient encounter system without any errors. The tss found that the issue occurred because the customer account was locked and emailed the customer with the finding. Customer approved to close case as issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4 serial number not provided

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the customer had been unable to sign in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.